Event description:
This is filed for an air embolism. It was reported that the initial mitraclip procedure was performed on (B)(6) 2022, to treat functional mitral regurgitation (mr) with a grade of 4+. One ntw clip was successfully implanted reducing the mr to a grade of 2. While advancing the second clip to the valve, thrombus was found stuck on the septum and the clip. Additional heparin was administered. No thrombus was seen on the steerable guide catheter (sgc) and aspiration was performed to remove the thrombus. The clip and sgc were removed from the patient and a new system was used. After the sgc was inserted air was observed in the aorta and ventricle. There was no air in the device. The sgc was removed and the procedure was ended. The patient will be monitored as the air resolves on its own by reabsorbing into the body. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The mitraclip referenced is filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported air embolism was unable to be determined. The reported patient effect of embolism, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was the result of case-specific circumstances as no specific treatment for the air embolism was performed. There is no indication of a product quality issue with respect to manufacture, design or labeling.